Manufacturer narrative:
H4: the lot was manufactured from november 01, 2022 - november 03, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was broken which resulted in a leak. This event occurred while filling the device with chemotherapy prior to patient use. The device was being filled with 0.9% sodium chloride injection 210ml and recombinant human endostatin 150mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.